Event description:
The customer contact reported that the device did not sound an audible alarm tone during alarm condition. The pump was returned to the biomedical engineering dept. With an unsigned note that stated, "e301 no audio alarm tone" (audio alarm failure). No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).